Manufacturer narrative:
The reported event has been determined to be minor in severity and is no longer reportable to the FDA.

Event description:
Patient reported "exchange from textured to smooth devices due to the concern" and "20cc of fluid removed." This record is for the left side. The device remains implanted. The event has been determined to be minor in severity and is no longer reportable to the FDA.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "exchange from textured to smooth devices due to the concern" and "20cc of fluid removed." This record is for the left side. The device remains implanted.